Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2012 to report that on estimated date of (B)(6) 2012, patient had suffered a hypoglycemic event while on a concomitant use of cgm and acetaminophen. Acetaminophen is contraindicated per cgm's user's guide. Patient was not aware of the acetaminophen contraindication while using cgm and was incoherent during his hypoglycemic episode. Patient's coworkers called paramedics while patient was at work. Paramedics treated patient with juice. During her call to dexcom technical support on (B)(6) 2012, patient's wife reported that patient was feeling better.